Event description:
It was reported that the hand piece device displayed an e6 error code. The date of the reported condition was not stated. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
The reporter stated that during orthopedic surgery"the e6 error caused the drill not to function normally." The surgeon had to manually cut through the screw and use another manufacturer's device to complete surgery successfully, as an identical spare device was not available for use. As a result, the event extended the surgery twenty minutes. No injuries or medical intervention were reported.

Manufacturer narrative:
The reporter provided updated information regarding the patient's information and additional event details.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, and the reported condition could not be confirmed. A functional assessment was performed and the device passed all operational specifications, and no failures were observed during the assessment.